Event description:
A report was received that a pt's ipg was explanted due to heating problems and pain. The explanting physician was contacted but has no info available regarding the explant.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation. This is the final report.